Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately twenty-two minutes into the procedure, the prolieve system displayed a "low-water level" error message. The device cartridge was refilled; however, the problem continued and there was a leak in the prolieve catheter around the prostatic balloon. The physician was able to complete the procedure by refilling the cartridge. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.